Event description:
I went to the eye doctor for my annual contact lenses exam. He prescribed air optix multifocal lenses. Two hours after being fitted in the office, my eyes began to feel like they had sandpaper in them. I had experienced this a year early in (B)(6) 2016 with the same lenses but did not report it to my doctor. At that time, I thought it may have been caused by allergies or hormonal changes. I would go without them for a few days, try again with the same resulting sandpaper feeling in my eye. I mostly wore my glasses throughout the next year ((B)(6) 2016 - (B)(6) 2017), trying intermittently to wear the air optix multifocal but always got the same result. So, when I experienced this again with this most recent try ((B)(6) 2017), I immediately stopped wearing them and searched the internet to see if others were reporting the same thing. I found multiple listings of people experiencing the exact same symptoms as I had in 2016 and more recently. These folks were located all over the world. One individual had a theory that the problem had started for him when the contacts began to be made in (B)(4) instead of (B)(4). I do not know if there is any truth to that but my contacts from 2016 were made in (B)(4). I went back to my doctor today ((B)(6) 2017) with this complaint. He has not had any other patients report this problem and he stated that this is the only multifocal contact that he trusts because his patients have had the most success with their vision in them. This is unfortunate for me because I really don't want to wear glasses. He has give me a couple of options, one of them is the daily wear contact from this same maker. They are more expensive and I'm not inclined to give more money to a company that makes an inferior product that I am unable to wear. I have the box and several lenses from the (B)(6) 2016 prescription. I also have the pair that my doctor gave me on (B)(6) 2017. They are in fluid. I am happy to send you any of these for your evaluation.